Event description:
It was reported that the cic (central station) keyboard locked up and went to a black screen, resulting in a loss of telemetry monitoring for 6-87 patients for approximately an hour and a half. No injury or delay in treatment was reported. Ge healthcare's investigation into the root cause of the reported occurrence is ongoing. A follow up report will be submitted once investigation results are available.